Manufacturer narrative:
No device return expected due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient who had underwent a partial knee revision on (B)(6) 2018 in which an optetrak logic psc tibial insert was implanted, underwent a second revision surgery on (B)(6) 2022, approximately 3 years 5 months post the 2018 revision. Upon information and belief, plaintiff required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
This report is for the second revision reported. The first revision indicated was reported under 1038671-2022-00915.

Manufacturer narrative:
H6. Investigation results - the revision reported was likely the result of femoral loosening and polyethylene wear as stated in the operative notes. The femoral loosening was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation and images of the explanted devices were not provided. These devices are used for treatments, not diagnosis. There is no other information available.